Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing a combined red heart/yellow wrench alarm after changing batteries to pbu, and with this, the pt reported hearing pinging noises from the pump and feeling shocks in the area of the diaphragm. These and similar alarms occurred while the pt was sitting or in a crouched over position, even without changing power supplies. The pt thought the shocks were from his defibrillator; however, interrogation showed the defibrillator had not discharged. Waveform analysis revealed that the runtime parameters appear normal; however, current draw levels appear lower than normal. In an attempt to resolve the alarms that the pt was experiencing, the battery clips, system controller and power base unit cable were all exchanged; however, the pt continued to receive the red heart, yellow wrench and occasional red battery alarms. Approx three months later, the pt was hand pumped and then placed on pneumatic support using an ip console and stroke volume limiter (svl) due to signs of pump end of life, which included multiple alarms and pump stoppage. It was uncertain whether the pt would undergo a device exchange due to the pt's lack of desire to undergo reimplantation, poor health, age and social situation. The next day, it was reported that the pt had expired due to natural causes while being evaluated for a potential device exchange and the hospital made a point of mentioning that the ip console and svl functioned as expected.

Manufacturer narrative:
The MFR was unable to conduct an investigation of the device because it was not explanted from the pt. The pt expired in 2008. Waveform analysis approx two months prior to the reported event was unremarkable. Vent filter analysis revealed presence of debris, consistent with main bearing wear and signs of possible fluid ingress; however, a direct relationship between the results of the waveform and vent filter analysis and the reported event could not be conclusively determined due to the device not being returned. A review of device history records showed no deviations from manufacturing or qa specifications. No further info is available. The MFR is closing its file on this event.